Event description:
A report was received that the patient was experiencing difficulty charging due to the ipg was flipped. The patient underwent a revision and was doing well following the procedure.

Event description:
A report was received that the patient was experiencing difficulty charging due to the ipg was flipped. The patient underwent a revision and was doing well following the procedure.

Manufacturer narrative:
Additional information was received that the fall was not related to why the battery was flipped.